Manufacturer narrative:
The device was returned for analysis and a partial lead was returned. No additional testing could be performed as the lead was cut. Risk documentation was also reviewed, however, no conclusions could be drawn as the cause of the infection was unknown. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch.

Event description:
As reported lead was explanted due to infection.